Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device froze up when it was boot up. The screen lights up and then it goes blank, and a loud beep occurs until the battery was removed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device in good condition; however, the battery pack was missing. There was no visible contamination. The reported problem was duplicated. The device powered up with constant alarm and with no display. The investigation found that the reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete, and believe that this was attributed to user error, as the device was used improperly. For corrective action, the software was uploaded from base unit (interconnect board) to head unit (main board) by performing power point process. The firmware software was also reprogrammed to a new version. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Additional information received on 08-jul-2022 via email and attached to complaint object: none of the devices were actively on a patient at the time the events occurred, it was either caught before they used the device, or it was brought down by our sterilization department alarming.